Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted u604 component on the computer/analog pca. The root cause for the defective u604 component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor would not power on.